Event description:
It was reported that the patient experienced an overdose following a pump refill. It was reported that the telemetry strip indicated the dose changed from 1.8 to 1.9. The patient was very drowsy, sleepy and had to hang on to the wall for stability. The patient was later found unconscious and was taken to the hospital. The patient was given narcan and the pump dose was decreased by half. The drug in the pump was morphine. Additional information has been requested but was not available at the time of this report.

Event description:
Additional information: it was reported that the patient was admitted to the ER due to over sedation. The patient responded to narcan. The personal therapy manager (ptm) was disabled. The patient was seen in the clinic on (B)(6) 2011. The patient experienced pain in her hips and knees. The pump was infusing morphine 10 mg/ml at 1 mg/day. The patient's uds from (B)(6) 2011 was positive for oxycodone (not a prescribed medication). The patient was denying the use of any pain medication. She and her husband are reporting that she had not been taking any pain medication and had only been using the pump and ptm. The hcp discussed patient's uds and asked where she was getting the oxycodone. The patient and her husband are both insisting that there is no possible way that this can be correct. The hcp explained that her uds was positive for this medication so she has to be getting it from somewhere. The patient's husband was prescribed oxycodone and patient was also prescribed this medication until (B)(6) when it was d/c and the ptm was started. The hcp explained that they were not comfortable turning her ptm back on at this time due to the unexplained oxycodone and the recent ER visit. The patient and her husband report that she has 3-4 hydrocodone left from the ER. The patient was instructed that she could continue these until they are gone but her husband was cautioned to really observe her while taking this oral medication. The patient was also cautioned on the use of klonopin with her dementia. The patient said she remembered that she had taken klonopin before that, which is rx by psychiatrist and she felt that was the cause of the sedation. She still has no explanation of oxycodone in uds. The patient did have a uds performed per clinic policy due to long term current use of high risk medication and having oxycodone in last uds that was no longer rx to her. The preliminary report shows positive for opiate/morphine, which was consistent with current regimen. The patient was seen in the clinic on (B)(6) 2012. The patient was experiencing pain in her bilateral hips, right knee pain and right shoulder pain. The pump was infusing at 1.5 mg per day. The patient wanted the ptm back. The hcp called her in some tramadol for breakthrough pain. Per hcp they plan to increase the pump to morphine 1.75 mg/day and start tylenol #3 at three per day. The patient was seen in the clinic on (B)(6) 2012. The patient was experiencing pain in the knees, hips, and feet. The patient felt the pump was working well, but would like a small increase. She was using tylenol #3 for breakthrough pain and she was using three per day.

Manufacturer narrative:
Personal therapy manager model#8835 (B)(4); physician programmer model#8840. (B)(4).

Manufacturer narrative:
Catheter model # 8709sc, lot # n283050003, implanted: (B)(6) 2011, explanted: unknown.